Event description:
It was reported that episodes show varying amplitudes of r waves and p waves with oversensing and double counting of r waves and some very fast rates arrythmias. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.